Event description:
It was reported that the pump touchscreen was intermittently unresponsive. Customer continued to use the pump or manual injections for insulin therapy. Customer's blood glucose was 230 mg/dl.